Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-00360. It was reported that lead noise was observed on the right ventricular lead and right atrial lead. The right ventricular lead and right atrial lead were explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.